Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that cystonephrofiberscopes biopsy channel mouthpiece is damaged. The issue was found during reprocessing. There was no patient injury reported.